Event description:
Allegedly the drill bit broke during the surgery. The fragment was removed; however, the patient later had an infection.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Photographic images made. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 0701176467. Device history record reviewed. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).